Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color until the vascular sheath was withdrawn along with the blocker. Hemostasis was achieved through manual compression. There were no reports of patient injury. The exoseal vcd was used in accordance with the operational requirements during the embolization of an intracranial aneurysm. The procedure used a retrograde approach. The patient's bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A terumo short sheath was used as the catheter sheath introducer. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque, there was no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, no previous closure with any closure device or manual compression less than 30 days prior to this procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color until the vascular sheath was withdrawn along with the blocker. Hemostasis was achieved through manual compression. There were no reports of patient injury. The exoseal vcd was used in accordance with the operational requirements during the embolization of an intracranial aneurysm. The procedure used a retrograde approach. The patient's bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis short sheath was used as the catheter sheath introducer. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque, there was no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, no previous closure with any closure device or manual compression less than 30 days prior to this procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. One non-sterile exoseal vascular closure device, size 7f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in a depressed position, while the guard was locked. The plug was not returned for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was in the black/white and red position. No additional anomalies were observed during this visual analysis. The functional deployment simulation evaluation could not be performed, as the unit was received already deployed. Additionally, it was observed that the deployed state of the unit did not present any abnormal condition, as the indicator window was in the black/white and red position, the indicator wire was retracted, and no plug was returned with the unit. A high-magnification evaluation was conducted on the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device as it was received fully deployed with the window in red/black/white state. No anomalies were noted to the internal mechanism. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color until the vascular sheath was withdrawn along with the blocker. There were no reports of patient injury. The exoseal vcd was used in accordance with the operational requirements during the embolization of an intracranial aneurysm. The device will be returned for evaluation.